Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, kidney and heart failure. The customer also stated she was suffering from the flu. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.